Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and stated the patient could continue to be monitored or further troubleshooting could be performed. Further details were reported from the clinician that the patient had undergone an ablation procedure for ventricular tachycardia (vt) which is suspected to be the cause of the out of range measurements. The patient will return in one month for follow up holter placement. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to a shocking impedance measurement greater than 125 ohms. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this device was electively explanted due to an upgrade procedure and was returned for routine testing.